Event description:
The pump was returned for investigation. Investigation a damaged keypad cover and contamination on all keypad button contacts. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).